Event description:
It was reported that patient did not see the drops of insulin at the end of the tubing during the fill tubing step on (B)(6) 2026. The patient experienced high blood glucose levels and received treatment with correction injection via mdi. The patient changed the tubing and issue resolved.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.